Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer not received audio alerts from guardian connect application. The customer reported no adverse event. The event involved product(s) css7201. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return is required for css7201.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian connect app ver 3.5.0 installed on samsung a13 android 13 with transmitter was conducted and confirmed that the issue is not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s.after conducting a thorough investigation, we have found that most likely that this was due to some os issue or misunderstanding by customer. Issue was resolved by turning the alerts off and then on again.to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Turn the alerts in the app off and then on again: 1.1 navigate to the alerts settings screen 1.2 one by one navigate to low alerts, high alerts, fall and rise alerts (according to your needs) and change ""alert me"" to ""don't alert me"". 1.3 force close the app. 1.4 open the app. 1.5 one by one navigate to low alerts, high alerts, fall and rise alerts (according to your needs) and change ""alert me"" to state that you want to use. 2. Turn the alerts in the os notification settings off and then on again: 2.1 navigate to os app settings (for example: settings->apps->manage apps->find guardian connect) (path may differ on different phones or os) 2.2 select ""notifications"" 2.3 turn notifications off and then on again 2.4 force close the app. 2.5 open the app. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.